Event description:
It was reported that the trek was prepared and worked fine in the moderately calcified target lesion in the distal right coronary artery. Reportedly, the trek was sticking to the non-abbott guide wire during removal. After approximately twenty centimeters of trek removal, it was easier to remove the trek from the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove was not confirmed. During testing a proxy guide wire was able to be removed from the returned balloon catheter without resistance. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.